Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. The balloon was inflated 5 times at 20 atmospheres for 10-20 seconds each inflation. However, the balloon ruptured on fifth inflation. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.